Event description:
Boston scientific received information that a system revision was planned due to erosion and infection. Additionally, it was suspected that the patient exhibited twiddler's syndrome. There were no additional adverse effects reported.

Manufacturer narrative:
Available information indicates that this product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.